Manufacturer narrative:
(B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.a service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a loading error (manual tube release) was confirmed and reproduced. The root cause of the condition was determined to be a non-metallic foreign object trapped in the pump module unit mechanism. The object was removed to correct the condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a loading error (manual tube release alarm). It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 7.01.00 - colleague p1.7